Event description:
Surgeon holding pt leg which was then lowered down on operating room bed and landed on bipolar forceps. Noted skin of posterior distal aspect of leg making contact. Post contact noted left lesion to posterior distal aspect of leg.